Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02859. The patient has two leads from the same lot. It was reported, the patient complained of shocking and pain at her ipg site. The patient stated, she has the system turned off, but she occasionally experiences intense shocks at the site. She reported, the shocking causes pain that radiates from her buttocks to her back. It was reported a CT scan of the system showed no anomalies, and reprogramming efforts had been unsuccessful at resolving the issue. The patient also reported the system does not help her and she had not used it in a while. Surgical intervention will likely be undertaken at a later date.